Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the deployment applicator needle became detached. The sensor insertion was attempted at the abdomen. There was no report any injury or medical intervention. No additional event or patient information is available. A photograph was provided by the patient and reviewed for evaluation on (B)(6) 2016. Complaint for a detached deployment applicator needle was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the applicator body. The reported event that the deployment applicator needle became detached was confirmed. A root cause could not be determined.